Event description:
The customer reported via phone call that the insulin pump is giving inconsistent battery level readings. The customer stated that the batteries have either been full and the icon will show low or vice versa. The battery lasts 3 to 4 days. The customer stated she inserted a new battery and the battery icon on the screen showed one bar and after 30 minutes it was gone. The customer was advised that a battery cap replacement would be sent and she should clean the battery compartment, replace the cap and monitor the insulin pump for the next few days.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.